Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no meaningful pictures were provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. A review of the device history record (DHR) was performed. All released products were found to be conforming to specifications. The review found there was no indication that any relationship exists with the reported failure mode. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.

Event description:
It was reported that an internal dialyzer blood leak occurred ten minutes into a patient's continuous renal replacement therapy (crrt). The machine, a multifiltrate system, alarmed appropriately with a blood leak alert. The blood was confirmed to be visually observed in the dialyzer and in the tubing. There was no visible damage observed on the dialyzer. Additionally, there was no reported leaking during the priming. Following the blood leak, the treatment was immediately paused. The patient¿s estimated blood loss (ebl) was 5 ml. The patient completed treatment after being re-setup with new supplies on the same machine. The blood loss did not result in any patient injury or harm, and the patient did not require medical intervention. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred ten minutes into a patient's continuous renal replacement therapy (crrt). The machine, a multifiltrate system, alarmed appropriately with a blood leak alert. The blood was confirmed to be visually observed in the dialyzer and in the tubing. There was no visible damage observed on the dialyzer. Additionally, there was no reported leaking during the priming. Following the blood leak, the treatment was immediately paused. The patient¿s estimated blood loss (ebl) was 5 ml. The patient completed treatment after being re-setup with new supplies on the same machine. The blood loss did not result in any patient injury or harm, and the patient did not require medical intervention. The sample was not available to be returned for manufacturer evaluation.